Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was 564 mg/dl. In addition, customer stumbled and fell on hip due to high bg. Customer required assistance from roommate to address bg with a manual injection. The customer continued to use the pump for insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.